Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "clogging" intermittently. Reportedly, the pump would give a message stating that the bolus "did not deliver." There was no known impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.